Manufacturer narrative:
E1 initial reporter facility name: (B)(6).

Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery (lcx). After dilating with a 1.5 mm balloon catheter, an opticross hd imaging catheter was advanced for ultrasound examination of the target lesion but failed to pass and became stuck due to insufficient pre-dilation. The device was pulled out and some tears occurred but there was no residue left in the body. It was noted that during the procedure, a dissection occurred, and percutaneous cardiopulmonary support (pcps) was used. The procedure was completed with a different device with no issues, no further patient complications were reported, and the patient was stable. It was further reported that the dissection occurred when the stuck catheter was being removed. The dissection was flowing limiting with timi flow 1 and was treated with stent placement.

Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery (lcx). After dilating with a 1.5 mm balloon catheter, an opticross hd imaging catheter was advanced for ultrasound examination of the target lesion but failed to pass and became stuck due to insufficient pre-dilation. The device was pulled out and some tears occurred but there was no residue left in the body. It was noted that during the procedure, a dissection occurred, and "pcps" was used. The procedure was completed with a different device with no issues, no further patient complications were reported, and the patient was stable. It was further reported that the dissection occurred when the stuck catheter was being removed. The dissection was flowing limiting with timi flow 1 and was treated with stent placement.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). The device was returned for analysis. Visual inspection revealed the sheath assembly was kinked, the imaging window assembly was twisted and detached near the lap joint section, and the tip was stuck on the floppy end of the guide wire. No imaging core windup was found within the telescope and sheath sections of the device. Impedance testing revealed an electrical open in the proximal catheter which x-ray images showed to be the result of a broken coax cable at 130 cm to 140 cm. Functional testing with a guidewire could not be performed due to the guidewire already stuck in the tip. Media provided by the site was inspected and showed the issues noted during analysis.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery (lcx). After dilating with a 1.5 mm balloon catheter, an opticross hd imaging catheter was advanced for ultrasound examination of the target lesion but failed to pass and became stuck due to insufficient pre-dilation. The device was pulled out and some tears occurred but there was no residue left in the body. It was noted that during the procedure, a dissection occurred, and "pcps" was used. The procedure was completed with a different device with no issues, no further patient complications were reported, and the patient was stable.